Manufacturer narrative:
The event occurred in (B)(4).

Event description:
Caller reported there is a black line across the whole display of the meter. Evaluation confirmed the meter for display defect; a solid vertical line appears on the middle of the meter screen. The location of the line on the display does distort the decimal point and digit during the simulation test, therefore misinterpretation is possible. No adverse event reported. Device was returned for evaluation.